Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to MFR report #s 3005099803-2009-04038, 04060, 04061, and 04065 for the associated device info. It was reported to boston scientific corp that five resolution clip devices were used during a procedure, performed on (B)(6), 2009. According to the complainant, during the procedure, the first two clips would not advance from the sheath using the handle. The second two clips were advanced from the sheath, then fell off. The fifth resolution clip device was broken inside the sheath. The procedure was finished by sclerosing the lesion. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. There were two lots identified by the complainant, 0ml9020909 and 0ml9040611. It is unknown which lot number corresponds with this suspect device. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).